Manufacturer narrative:
This report is based on information provided by philips authorized service provider (asp) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx indicating that the self test failed. The device was evaluated by a third party. There was no further information regarding the tests customer performed, and how customer determined the cause. However, customer confirmed that the therapy pca (printed circuit assembly) failed. After replacing the therapy pca, device was back to normal use. Based on the information available, the cause of the reported problem was defective therapy pca. The reported problem was confirmed. The device was operational after repairs were completed. Device passed all required tests, and it remains at customer site. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. H3 other text : the device was evaluated by a third party.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart mrx defibrillator failed the self-test. There was no reported patient involvement.